Event description:
Additional information received noting that the patient underwent a full revision surgery. The suspect device was discarded after surgery.

Event description:
Patient has been experiencing throat pain and once seen in clinic presented with high impedance. The patient device was disabled and they were referred for surgery. Additionally the patient reported experiencing dysphagia, voice alterations and coughing and not being able to sleep well due to the symptoms. The symptoms have also led to headaches and nasal congestion. No known surgical intervention has occurred to date. No other relevant information has been received to date.

Manufacturer narrative:
F10 health effect, clinical code: code e2402 utilized; appropriate term ¿voice alteration is not available. F10 health effect, clinical code: code e2402 utilized; appropriate term ¿rhinitis¿ is not available. Livanova USA, inc. Submits this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation, based on information that livanova has obtained, but may not have been able to investigate or verify prior to the date the report was required by the FDA. This report does not constitute an admission, or a conclusion by FDA or anyone else, that the device, livanova, or livanova's employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects¿ or 34;malfunctions¿. These words are incorporated into the FDA 3500a medwatch form by the FDA, and livanova objects to their use. Health effect - clinical code :e1009 health effect - clinical code :e0712 health effect - clinical code :e0116 health effect - clinical code :e0130 health effect - clinical code :e2402.